Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence in this patient include carmustine implant (carries a warning for impaired neurosurgical wound healing including wound dehiscence, delayed wound healing, and subdural, subgaleal, or wound effusions. Source: carmustine prescribing information), dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, prior surgery, and prior wound complication affecting skin integrity. Wound dehiscence was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2018, as part of (B)(6). On (B)(6) 2018, patient temporarily discontinued optune therapy due to a planned tumor recurrence resection on (B)(6) 2018, with carmustine implantation. On (B)(6) 2018, patient's bone flap was removed due to wound healing complications. Patient resumed optune therapy on (B)(6) 2018. On (B)(6) 2018, patient was again hospitalized due to wound healing complications, requiring surgical wound revision, which was performed on (B)(6) 2018. Postoperative course was without complications, wound culture was negative. On (B)(6) 2018, patient was discharged home. Prescriber was contacted for further information without response.

Manufacturer narrative:
On (B)(6) 2019, novocure received the causality assessment from the prescribing physician. Per the prescriber, the event was not related to optune therapy. Prescriber stated that risk factors for this event included carmustine wafers and prior radiation.